Event description:
It was reported that on (B)(6) 2012 a tka procedure was performed. Patient experience post-operative stiffness and a mua was performed to correct the issue. Slowly stiffness returned and a revision surgery was required to increase rom mainly into flexibility. Surgeon attributed stiffness to scarring and patella maltracking. A scar was performed to release, poly exchange and revised patella. Rom improved post-operative.

Manufacturer narrative:
The affected genesis ii resurfacing patellar component, genesis ii oxinium p/s femoral component, genesis ii ps high flexion insert and genesis ii np tibial baseplate were not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided. Thus, a review of the manufacturing records and complaint history was conducted. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the information provided, the future impact to the patient beyond the revision cannot be determined. Without the return of the actual products involved and no patient information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Manufacturer narrative:
H11: correction on g5. Information was received on 6/30/2019.